Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt damaged the percutaneous lead by closing it in a car door. The following day, the MFR's field service tech performed a distal end percutaneous lead replacement.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.